Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had cannot see anything on the screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.